Event description:
It was reported that, during a lap ventral repair, the device delivered a couple of malformed constructs. The next construct delivered was reported as a "straight shot" that went through the patient's abdominal wall and was removed without incident. Another device was used to complete the procedure.

Manufacturer narrative:
The subject product has been received and is out for evaluation. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation has been completed.